Event description:
User received multiple patient samples that gave low results for multiple assays. The following four patient examples were provided which were discrepant for sodium and calcium. Patient 1, initial calcium gave 6.1 mg/dl accompanied by a data flag; repeat gave 9.4 mg/dl. Initial sodium gave 104 mmol/l accompanied by a data flag; repeated twice giving 105 mmol/l accompanied by a data flag and 140 mmol/l. Patient 2, initial calcium gave 5.9 mg/dl accompanied by a data flag; repeated twice giving 6.0 mg/dl accompanied by a data flag and 9.0 mg/dl. Initial sodium gave 104 mmol/l accompanied by a data flag; repeated twice giving 106 mmol/l accompanied by a data flag and 142 mmol/l. Patient 3, initial calcium gave 8.0 mg/dl accompanied by a data flag; repeat gave 9.5 mg/dl. Initial sodium gave 128 mmol/l accompanied by a data flag; repeat gave 142 mmol/l. Patient 4, initial calcium gave 6.6 mg/dl accompanied by a data flag; repeat gave 8.5 mg/dl. Initial sodium gave 117 mmol/l accompanied by a data flag; repeated twice giving 116 mmol/l accompanied by a data flag and 140 mmol/l. Erroneous results were reported. Patients were not adversely affected. Sodium electrode lot number # 21593711. Calcium reagent lot number # 61867501. The field service representative determined the sample probe tip was clogged. The customer resolved the issue by performing corrective maintenance. To verify analyzer performance calibration and controls were run and passed within customers parameters. Precision test was performed and passed. The field application specialist also found the customer was reusing calibrators from one calibration to the next instead of pouring fresh calibrator each day. Customer was informed to pour fresh calibrator each day as instructed in the operator's manual and good laboratory practices. Ise's were recalibrated with freshly poured calibrator. Calibration and controls were within specification. Patients were rerun and results within normal range.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.